Event description:
It was reported that the patient experienced an overstimulation sensation from the calves down after a position change. The symptoms would occur about 2 minutes after starting to walk. The patient stated that he could not walk due to the strength of stimulation while walking. The symptoms had been occurring since implant. The patient described a throbbing sensation, stating that it had felt too "throbby" and that he needed a "quicker sensation." The patient wanted to change to a more continuous sensation. The patient claimed that it almost interferes with him being able to move one leg up in front of another. The patient had an appointment scheduled with his health care provider sometime in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012-05-04, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.

Event description:
Additional information received reported that a reprogramming session was performed on (B)(6) 2012 and that the patient was then happy with the new settings. No patient injury was reported.